Manufacturer narrative:
Device was received with a blank display, problem isolated to the electronic assembly. Unable to verify keypad anomaly, e/a alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not responding and customer was not able to clear the alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer reported that insulin pump had error and it was not working. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.